Event description:
It was reported that the device broke in the package prior to use.

Manufacturer narrative:
The sample was not returned. A mfg review was conducted and there was nothing found to indicate there was a mfg related cause for this event. The finished product met all specs prior to being released for general distribution. (B)(4).